Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after opening the preloaded intraocular lens (iol) there was resistance when injecting the iol, resulting in the cartridge being opened in an inappropriate location, making it impossible to implant the lens. After removing the iol from the cartridge, a tear was observed in one of the haptics. A replacement lens was requested for implantation. Through follow-up, we learned that the instrument technician prepared the device until the correct position for injection before handing it over to the surgeon who was unsuccessful with advancing the lens as there was a lot of resistance. The lubricant used was balanced salt solution (bss) with 2% methyl of unknown brand. The dwell time is unknown and when the lens was advanced, complete turns were made. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the videos provided by the customer were evaluated, and photographs were taken. The first video displayed the suspect lens on the handpiece. One haptic was observed to be scratched. The second video displayed the suspect cartridge, and the cartridge tip was observed to be damaged. Due to no product received, no further evaluation could be performed. The complaint issue "haptic damaged" and "cartridge tip cracked/damaged" were identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified during photograph evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: november 4, 2025. Section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the cartridge had a stress mark that extended to a cracked and damaged cartridge tip. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge and lens module, indicating that an excessive amount of ovd may have been used. No damage to the lens module was observed. The plunger rod and handpiece were inspected; no issues were identified. The lens was inspected revealing traces of ovd on the surface of the lens. One haptic was observed to be damaged and cracked. No further issues were identified. The complaint issue "haptic damaged" and "cartridge tip cracked/damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.